Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 287s and heparin was given. There was no calcification present extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 14mm. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. After pre-dilation, there was an evidence of heart block and a temporary pacemaker was placed. The valve got fully re-sheathed 4 times due to the implant depth was too high. The final implant depth at non-coronary cusp (ncc) was 9.9m and at left coronary cusp (lcc) was 11.81mm. After the implant, a dual chamber permanent pacemaker was implanted. Post pacemaker impanation, an evidence of short episode of atrial flutter was noted and cordarone ev was administrated. On (B)(6) the patient went to the emergency department of another hospital, where diagnosed with massive pulmonary thromboembolism, which was treated with heparin. The patient was admitted to the coronary care unit, where in the following days there was a progressive worsening of his respiratory and cardiocirculatory condition. During the hospitalization, a transthoracic echocardiogram was performed, which did not show any dysfunction of the aortic valve prosthesis. On (B)(6) 2026, the patient was reported passed away.

Manufacturer narrative:
An event of heart block and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported heart block and death could be due to procedural conditions (implant difficulties). However, this could not be confirmed. The unexpected medical intervention and surgical intervention were result of case specific circumstance as temporary pacemaker was used and subsequently permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Based on medical review: the patient¿s death was attributed to a massive pulmonary embolism occurring in the post-procedural period. The aortic valve prosthesis was functioning normally, and there was no evidence to suggest device malfunction or procedural complications directly contributing to the fatal outcome. The pulmonary embolism is considered most likely related to patient-specific factors, including post-procedural atrial flutter and the absence of anticoagulant therapy at discharge, rather than to the navitor valve system or implantation procedure.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6)- 637 (B)(4). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 287s and heparin was given. There was no calcification present extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 14mm. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. After pre-dilation, there was an evidence of heart block and a temporary pacemaker was placed. The valve got fully re-sheathed 4 times due to the implant depth was too high. The final implant depth at non-coronary cusp (ncc) was 9.9m and at left coronary cusp (lcc) was 11.81mm. After the implant, a dual chamber permanent pacemaker was implanted. Post pacemaker impanation, an evidence of short episode of atrial flutter was noted and cordarone ev was administrated. On (B)(6) the patient went to the emergency department of another hospital, where diagnosed with massive pulmonary thromboembolism, which was treated with heparin. The patient was admitted to the coronary care unit, where in the following days there was a progressive worsening of his respiratory and cardiocirculatory condition. During the hospitalization, a transthoracic echocardiogram was performed, which did not show any dysfunction of the aortic valve prosthesis. On (B)(6) 2026, the patient was reported passed away. The cause of death was cardiogenic shock.